Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: it was reported that the filter did not release and the button stuck down, when the physician pushed the red release button on the femoral introducer. The device was removed and another filter was successfully placed. The femoral and the jugular introducer were returned, both slightly curved. The jugular introducer appeared unused, but on the femoral introducer the red safety button was pushed. During the investigation no non-conformances could be found on the femoral introducer, nor on the safety button and the release mechanism worked as intended when pressing the blue release button, thus advancing the piston in the femoral cup for proper filter release. The filter was not returned and it was not reported if it was pre-expanded and if so, how it was retrieved from the patient, but retracting a pre-expanded filter could damage the secondary filter legs or the caval wall. According to instructions for use the red safety button must be pushed to prepare the system for filter release and afterwards the blue release button must be pushed completely to ensure proper release of the filter. However, based on the investigation findings and the information provided it is suggested that attempts were made to release the filter by pushing the red safety button. The button staying down as reported is according to the design and a clear indication of the system being unlocked and prepared for filter release. No evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref#: (B)(4). Similar to device marketed under (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: the filter was placed in the patient and positioned for release, when the physician pushed the red release button on the fem delivery handle, it did not release the filter and got stuck down. They could not get it to release, so they had to remove this device and placed a second igtcfs-65-2-uni-celect-pt through the same access site and deployed this filter successfully. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.